Manufacturer narrative:
Reference: (B)(4). The 1st supplemental MDR for this event was submitted under the incorrect mfg report number due to a typo in the reference number. The reported submitted for this event (follow up # 01) was 1319211-2019-00103. The correction was sent february 10 2020 @ 1:47 pm. Immediately after sending, it was noted the "additional narrative" on the 1st correction submission was incorrect, therefore this second correction is being submitted. Codes and narrative on this submission are the final results. Returned for assessment was a venacure1470 laser (sn: (B)(6). Functional testing was performed on the returned unit. The unit passed all testing and met all acceptance criteria. The customer's reported complaint description of patients with dvts was confirmed based on information provided by the treating physician. Although the complaint is confirmed, a root cause cannot be determined. Dvts are a known anticipated procedural complication. A review of the device history records was performed for the serial number: (B)(6). The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. Labeling review: the user manual (man/31/0075 us version 2.0 may 2011), which is supplied to the user with this unit contains the following warnings and statements: "clinical warnings: as with any conventional surgical operations, adverse reactions may occur following treatment", "irradiation of any substance or material other than the target treatment of varicose veins and varicosities may result in a laser burn", "contraindications: the venacure 1470 laser is contraindicated for: · patients with thrombus in the vein segment to be treated · patients with an aneurysmal section in the vein segment to be treated · patients with peripheral artery disease as determined by an ankle-brachial", and, "potential complication: the potential for complications exists, including: · vessel perforation · thrombosis· pulmonary embolism· phlebitis·hematoma· infection· skin pigmentation alteration· neovascularization· paresthesia due to thermal damage of adjacent sensory nerves· anesthetic tumescence· non-target irradiation· hemorrhage· necrosis· dehp exposure· skin burns and pain(this is not an exhaustive list.)". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.

Manufacturer narrative:
Reference (B)(4). The supplemental MDR for this event was submitted under the incorrect mfg report number due to a typo in the reference number. The reported submitted for this event (follow up # 01) was 1319211-2019-00103. It should have been 1319211-2019-00113. The information from 1319211-2019-103 has been duplicated on this report. Received for evaluation was a guidewire. The product was sent to angiodynamics' vendor of this product. They conducted an evaluation at their facility to determine a root cause and their findings are as follows; external evaluation: the supplier indicated that "the fracture was observed on the core but not on the joint of the core to the coil of the guidewire, which has never been observed during manufacturing process or wire handling". The reported complaint description of "the guidewire broke off" has been confirmed, however definitive root cause cannot be determined. Per the supplier: "the fracture was observed on the core but not in the joint of the core to the coil of the guidewire, which has never been observed during the manufacturing process or wire handling. Per the fracture's location, it might be said the issue can be material related. So, a revision if all raw materials and associated sub-assemblies were reviewed and as per record of material was within specification.". A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use (ic 422) which is supplied to the end user with this catalog number contains the following statement "the micro access kit is used for percutaneous introduction of a guidewire or catheter into the vascular system following a small 21-gauge needle stick. Gain percutaneous access with the 21 ga. Entry needle. Advance the 0.018" guidewire through the 21 ga. Needle. Withdraw the entry needle while leaving the 0.018" guidewire in place. Advance the sheath/dilator set over the 0.018" guidewire. Remove the 0.018" guidewire and the inner dilator from the introducer sheath/dilator set. Advance up to a 0.038" guidewire or catheter through the introducer sheath". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.

Manufacturer narrative:
It was reported that the venacure1470 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported: physician has reported that 3 different patients have had dvts post procedure, and the facility wants the laser checked out before they use it again. This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has yet to be returned to the manufacturer for evaluation.